Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the right ventricle lead (rv) was dislodged. The device was repositioned and all measurements were stable. No adverse effects to the patient were reported.